Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4) .

Event description:
It was reported via phone call that the customer experienced high blood glucose, diabetes ketoacidosis and was hospitalized. The customer stated that the set had fallen out and tubing was kinked. The customer stated she will be off the pump for now. The customer's blood glucose was 320mg/dl. The customer was advised to monitor pump and call back if issues persist.